Manufacturer narrative:
The manufacturer conducted a documentary review: product met specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6), 2022, patient underwent placement of a xcela port catheter device by way of the right internal jugular vein, model number h965451090, lot number 148728000, for chemotherapy. The xcela was implanted at (B)(6) hospital in (B)(6). On or about (B)(6), 2023, patient was diagnosed with an acute deep vein thrombosis ("dvt") in the right internal jugular vein. On or about (B)(6), 2023, it was noted that the catheter tubing had coiled necessitating surgical removal. The xcela device was then removed at (B)(6) on or about (B)(6), 2023